Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a 2x40 coyote¿ es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the wire and inflation lumen. Microscopic and tactile inspection revealed a pinhole in the balloon material, located at the distal edge of the distal markerband. Inspection of the remainder of the device revealed kinks in the shaft located 49.5 cm, 59.5 cm and 60.5 cm from the strain relief. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. There is no indication the device was inflated over rbp. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a 2x40 coyote¿ es balloon catheter. No patient complications nor injuries were reported.